Event description:
It was reported that the patient presented with pacemaker in backup vvi operation after repeated use of arc welding. The patient complained of fatigue. The device firmware was reloaded successfully. The patient would continue to be monitored.